Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's daughter reported that the patient burn-like marks on his back with blisters. There was no alleged device malfunction contributing to the irritation. Patient was told not put the lifevest back on by a physician. Follow up indicated that the skin is healing.